Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a surgical drainage and prolonged hospitalization. It was reported that in a pvc procedure, ablation of left ventricular outflow tract (lvot) at lv summit origin was conducted. Decanav catheter and 2fr ep star were inserted in cs for mapping purpose. At the end of the procedure, effusion was confirmed by soundstar eco catheter. Blood pressure gradually decreased, and pericardial cardiac drainage was attempted, but pericardiocentesis could not be performed. Surgical drainage was performed through a small incision. Blood pressure increased. However, the bleeding spot was not identified, and the patient was taken to the operating room, where hemostasis was performed through a median incision. Patient required extended hospitalization because of the adverse event because the surgical intervention for hemostasis was needed. There were no abnormalities observed prior to and during use of the bwi products. Physician¿s opinion on the cause of this adverse event is that it was procedure related; bwi product malfunction was not the cause. Additional information was received indicating the adverse event was discovered post use of biosense webster products, after the ablation phase. The punctual needle for drainage could not be stung. Then, a small and midline incision was provided and drainage was provided. Patient required extended hospitalization because of the adverse event. The patient¿s outcome from the adverse event was reported as fully recovered. Prior to noting the cardiac tamponade ablation had already been performed. A smartablate generator was used in this case with the correct catheter settings selected on the generator and the pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error message was observed during the procedure. Force visualization features were used included real time graph, dashboard, vector and visitag. Additional filter used with the visitag was force over time (fot). Tag index was used. Transseptal puncture was not performed. There was no evidence of steam pop. The flow setting for the irrigated catheter was 2/4ml. Visitag module was used, parameters for stability used were, range: 3g, time: 3sec, fot :25%, tag size: 3mm. Causal relationship with product was reported as unknown.

Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30991691l and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).